Event description:
It was reported that the ventilator became disconnected from the patient during repositioning the patient. The user observed a flat waveform and a respiratory rate of 77 which they have previously not seen. The patient was fully sedated including paralysis as a result and required the ventilation bipap instead of the previous CPAP. No further patient injury was reported.

Manufacturer narrative:
The investigation was based on the log file of the affected device. There are relevant entries for the reported time of event (14:00). The last relevant alarm prior to the event was a leakage alarm at 11:09. The only alarms regarding a high respiratory rate were generated at 17:18 and 17:25. The only detected disconnection on that day was at 22:19 and was accompanied by the alarms tidal volume high, peep low and leakage. Afterwards the device was continued to be used without further issues. There is no indication regarding a device malfunction in the log entries. The device reacted to the application related ventilation situation as specified by generating the corresponding alarm messages. Further information regarding the reportedly observed device behavior were requested, but have not been provided. Based on the available information there is no indication of any deviation, and the reported problem could not be confirmed. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.